Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product was found to have sticky residue on it when returned for analysis. There was no patient involvement.